Manufacturer narrative:
During the final complaint review it was noted that a clarification of the notification date is required.(B)(6).

Event description:
It was reported that during a surgery, a communication failure occurred during the registration. The screen showed a vigilance device failure and then a communication failure occurred. Patient was anesthetized. Delay was less than five minutes as the system was rebooted. No cuts were made at the time of shutdown.

Manufacturer narrative:
It was reported that during a surgery a communication failure occurred during registration after that the screen showed a vigilance device failure. Event summary, device history record review and complaint history review did not identify contributing factors. The analysis confirmed that a communication failure with the robot occurred due to a vigilance device failure. This failure could result from an incorrect usage of the foot pedal, or by a vigilance device issue; none of these hypotheses could be confirmed. The root cause for the reported event could not be determined with the available information. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that during a surgery, a communication failure occurred during the registration. The screen showed a vigilance device failure and then a communication failure occurred. Patient was anesthetized. Delay was less than five minutes as the system was rebooted. No cuts were made at the time of shutdown.